Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps would not conduct energy. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and everything seemed normal. There was no damage to the instrument/accessory. The cannula seemed normal. A pin gauge was not used to inspect the cannula. No arcing was observed. The issue occurred when site was trying to cauterize and no energy was delivered. Bipolar energy was activated when the instrument was in use. The instrument was connected properly. The instrument was in use for 10 minutes before replacing with new one. Monopolar scissor and prograsp were in use when the issue occurred. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips or sutures. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no patient injury, and the patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy delivery failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the bipolar yaw pulley. No material missing and thermal damage was observed. Electrical continuity was tested and failed. Additional observations not related to customer complaint: the instrument was found to have a loose pitch cable at the distal end. Loose pitch and grip cables at the distal end is often caused by broken clamping pulley screw. Signs of corrosion was found on the pitch and grip instrument bearings at the proximal. The pitch and grip input disk bearings exhibit orange discoloration. The complaint regarding energy delivery failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.